Event description:
The patient reported that she had been hospitalized due to seizures. She had been there for three days at the time of the report but was also recently in the hospital for a week. She has had an increase of over 100 seizures. No further relevant information has been received to date.